Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, the device was underweight, fold crease, wear abrasion, a dark ring, white particles, and missing shell. A microscopic analysis was performed which identified a sharp crease on the posterior side, non-penetrating nicks (stress marks), and a striated edge opening consistent with the use of a surgical tool on the posterior side. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening, and a striated edge break on the posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.